Event description:
Reportedly the device produced clips that resulted in trauma to the application site. The clips were removed due to the observed bleeding. Another device was used to complete the procedure.